Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that the autopulse resuscitation system was returned for repair and does not run properly. Complainant also indicated that the autopulse platform displayed a "reinisalisation" message. However, after some testing of the device appeared to run properly and it was determined that the customer was not using the platform correctly. No additional details were provided. Date of event was not provided.

Manufacturer narrative:
The device (autopulse platform, s/n (B)(4)) related to this complaint was returned for evaluation. Functional testing was performed and the platform functioned as intended with no problems found. The reported issue with the platform could not be reproduced during evaluation. Following service of the platform, the device passed all testing criteria.